Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer received no delivery alarms. The blood glucose level was 98 mg/dl or 101 mg/dl and get high messages on the pump. The insulin pump will not be returned for analysis. Customer states been having problems and stuff with it. Customer advised to positioning in motor may have shifted and complete load reservoir process before connecting back to set. At 9:30 am the blood glucose value is 121 mg/dl. The insulin pump will not be returned for analysis.